Manufacturer narrative:
An outside of the united states (ous) customer reported an enhanced estradiol (ee2) falsely elevated result for one patient sample that was obtained on an atellica im 1600 analyzer and released the result to the physician(s). The customer used the same sample and an alternate atellica im 1600 to perform repeat testing and noted that the repeat result was lower, considered correct, and stated that a correct report was issued. A siemens customer service engineer (cse) was dispatched to the customer site. The cse inspected the analyzer, reviewed the log files, found volume check errors on rp3 (reagent probe 3), and found the rp3 was out of alignment. The cse replaced the probe to resolve the issue and performed predictive maintenance, which included inspecting the aspirate probes, pinch valves, washing station, vacuum, luminometer, pipes, moving parts, and daily maintenance. The cse noted that qc (quality control) ran with acceptable results. The analyzer performed as specified, and no further evaluation of this analyzer is needed.

Event description:
The customer reported an enhanced estradiol (ee2) falsely elevated result for one patient sample that was obtained on an atellica im 1600 analyzer and released the result to the physician(s). The customer used the same sample and an alternate atellica im 1600 to perform repeat testing and noted that the repeat result was lower, considered correct, and stated that a correct report was issued. There are no known reports of patient intervention or adverse health consequences due to the event.